Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was freezing and the nurses were unable to provide medication to the patients. After restarting it would work for a while then would freeze again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that station was working. A technical support specialist (tss) checked the device uptime remotely (29 hours) and observed no reboots, freezes, or errors. The users removed medications without any issues. The tss confirmed that there were no problems with the device and closed the case. The system functioned as intended after the technical support specialist investigated the device.